Event description:
It was reported approximately two and a half weeks post implant that the patient had a possible perforation. The low voltage lead had no capture in bipolar or unipolar configuration at maximum output. It was noted that both unipolar and bipolar sensing were acceptable, no chest pain had been noted since implant and the chest x-ray was unremarkable. The lead was going to be repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).